Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger was not recognizing battery pack. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger does not recognize battery) was confirmed. Upon eval, the u13 (8-bit cmos flash micro-controller) component was shorted. The cause for the inability to recognize the battery is the shorted u13 component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component. The pt was issued a replacement charger/modem.